Event description:
It was reported that the doctor found the connector broken when using on patient. Then changed new one. No impact on patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
Qn#(B)(4). As one actual sample returned, it was observed the tube end near connector having a clean cut mark. Based on the cut mark evidence, it was obvious that the tube may have contact with any sharp item that can cause it to be that way. However, this kind of defect able to be detected at manufacturing as the product will undergoes 200% visual inspection which is 1st inspection occurred at line and the second visual inspection which is light test happen during packaging. By 200% inspection, this kind of obvious defect is able to detect at manufacturing and will not escape to the customer. As mentioned by sap, the defect observed during use of the product which the defect may happened at customer end during intubation or functional test. Based on the investigation, the defect mode was confirmed due to cut mark at the tube near the connector. However, this defect may not happen at manufacturing and escape to customer as product undergoes 200% visual inspection at manufacturing which the obvious cut mark on tube able to be detected.

Event description:
It was reported that the doctor found the connector broken when using on patient. Then changed new one. No impact on patient.